Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " the past 2 months I've been laying on the floor or in bad, passed out, I'm having palpitations, shortness of breath and my heart has been beating out of my chest". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.